Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the system had recoverable fault. There was an error 23072 observed in the system logs on the set up joint (suj) 3 axis. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through moving suj 3 to the top of range of motion (rom) and the issue did not persist. When the customer went to dock, the error did persist. The customer proceeded using system arms 1, 2, and 4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the arm#3 kept erroring with 23072 near the top end of the column on the z-axis. The fse replaced the dual potentiometer on the arm#3. The fse recalibrated and tested the system arm, but it kept erroring with the error 23072. The fse did not move the arm along the z-axis, wiggled the harness with his hand, and the error code reoccurred again. The fse replaced the set up joint (suj) proximal harness. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding system arm faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.